Event description:
It was reported that the patient was experiencing frequent charging of the spinal cord stimulation (scs) implantable pulse generator (ipg. The patient attempted to gain a full charge with consecutive charging cycles, however the issue persisted. The physician decided to upgrade the ipg in an attempt to resolve the issue, and the patient underwent an ipg replacement procedure. No additional adverse patient effects were reported, and there were no patient complications. The explanted ipg will not be returned as it was disposed.